Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that insulin does not exit the reservoir. Customer's blood glucose was 480 mg/dl at the time of incident. Troubleshooting found that the customer has used multiple reservoirs and suggested using a different infusion set. It was found that the different infusion set resolved the issue. The customer was also advised that the set would be replaced and agreed to return the product for analysis.